Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 62mg/dl,305mg/dl,249mg/dl,288mg/dl,171mg/dl 284mg/dl. Tests were done within <10 mins with a difference of 42%. Pt did not experience any adverse events. No further info has been reported.